Event description:
A customer reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and guided the customer through the process. After the reset, the pump did not display the cgm error code again, and the customer successfully started their sensor session.